Event description:
The facility rep reported a device with an open key that is not working on the pump head module keypad. This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of an evaluation, or if any additional info becomes available.